Manufacturer narrative:
Without additional information hollister is unable to determine the cause of the strap door latch partial breakage/not closing. The patient was noted to be "in trauma" which may have placed undue stress on the device.

Event description:
It was reported that the anchorfast endotracheal tube holder strap latch door could not be closed. Upon examination, a partial breakage in the strap latch door was discovered. The patient was noted to be "in trauma" during the incident. No other details are known. The event happened approximately in early (B)(6).